Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. "Do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation".

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer had radiation treatment with the pump prior to malfunction occurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 181 mg/dl.